Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during transfer the patient was wiggling and the sling clip detached of lift spreader bar. As a consequence of the event the patient fell out from the device. No injury was sustained.

Manufacturer narrative:
The customer reported that during a patient transfer a leg clip detached. As per the customer, the sling was not snapped in place and while transferring the patient into bed from wheelchair, the patient was wiggling because they did not like being handled, they were jerking to get away from it. The sling came off the spreader bar and patient fell onto the state trained nurses aid (stna). After the event, the device was inspected by arjo. The lift and sling inspection did not reveal any malfunction which might lead to clip detachment issue. During the interview, the customer reported that the sling was not snapped in place on the spreader bar. Also, it was confirmed that the sling was not used with the cross method and that the patient was transferred with the assistance of one caregiver. Based on the facts that were provided by the customer, it appears to be very unlikely that the clip was partially attached to the spreader bar if the patient was fully suspended at the time of the event. On the latest generation of maxi move, the ¿mushroom shape¿ at the end of the lug does not only make sure that the clip cannot slide off; it also makes sure that the clip is fully on (the clip cannot be partially inserted, it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, this suggests that the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. In this case, only a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to pull out a clip under tension. It is possible that the patient, jerking away from the lift, would have generated this force required to detach the clip. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ according to the procedures provided in the instruction for use of the maxi move (001.25060): ¿note: the need for a second attendant to support the patient must be assessed in each individual case¿. ¿there are circumstances, such as combativeness, obesity, contracture etc. Of the individual that may indicate the need for a two person transfer. It is the responsibility of each facility or medical professional; to determinate if one or two-person transfer is more appropriate based on the task, resident load, environed capability, and skill level of the staff members.¿ ¿warning: patients with spasms can be lifted, but great care should be taken to support the patient¿s legs to prevent fall risk and injuries.¿ therefore, since the patient presented uncontrolled movements, it is considered that a two-person transfer would have been more appropriate; one to support the patient¿s legs, and one to maneuver the lift. Additionally, it would have been an adequate safety practice to stop transferring and safely lower the patient when the resident became agitated.